Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
A distributor reported that the unit of measure could be changed from mg/dl to mmol/l on this freestyle flash meter. Upon product investigation it was discovered that the meter exhibited the memory overwrite malfunction. There was no report of death, serious injury or mistreatment.